Event description:
It was reported that the patient underwent a knee revision approximately 8 months post implantation due to instability and patellar subluxation. The articular surface was exchanged. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10. Concomitant medical products: 42540200029 - all poly patella - 67284172. 42502006201 - femur cemented cr- 66782782. 42532006401 - tibia cemented 5 degree - 67376201. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.